Manufacturer narrative:
Due to character limitation, below field are added from e.1.: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump (iabp) failed the leak test. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6. (Type of investigation, investigation findings, medical device ¿ problem code, component codes, investigation conclusions). Additional initial rep: (B)(6). A getinge field service engineer (fse) found that 1 of the connectors is not connected properly in the pim. Adjusted and unit ok. Checklist attached. All functional and safety checks completed to meet factory specifications.